Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix extended, bent, and clogged with blood and tissue. X-ray examination found the inner coil at the connector region to be overtorqued and three of the filars were broken consistent with procedural damage. Additional testing could not be performed due to the received condition of the helix. The cause of the reported event was isolated to the overtorqued inner coil and to the helix being bent.

Event description:
During device preparation, the helix was unable to be extended on the right ventricular lead before being placed in the body. No intervention has been done to resolve the event. The patient was stable.